Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.